Event description:
Caller alleged discrepant results with the inratio 2 meter. Date: (B)(6) 2012, inratio results: 5.5, 2.0. Therapeutic range was not indicated for patient. There was no additional information provided.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 5.5, inratio: 2.0, mean: 3.75, sd: 2.47, %cv: 66.00, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. All in-house testing since strip lot release has been reviewed. Twenty-one unique in-house therapeutic donors (129 strips) and 2 in-house non-therapeutic donor (12 strips) were performed for retain and returned strips from the reported lot. Customer complaint was replicated only across three strips (single donor). Average precision was calculated at 5.22%, which is below the release specification of 5.9%. This issue will be tracked and trended. In-house therapeutic donor testing has been performed on reported lot 273314 on (B)(6) 2012. Results as follows: donor 1: inratio: 3.0, inratio: 3.1, inratio: 3.6, reference: 3.48, bias threshold: 2.48-4.48, %cv: 9.94. Donor 2: 2.7, 2.6, 2.5, 2.50, 1.50-3.50, 3.85. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. Review of in-house testing history revealed that the test results met precision criteria. No product was expected to be returned, in-house therapeutic sample testing with retain strips (lot#273314) met accuracy and precision criteria. As reviewed on (B)(6) 2012, the lot number in complaint was not available. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.